Event description:
The device was returned for a flickering lcd screen. Internal investigation found the lvda flex cable was not properly seated at lcd screen j2. Removed and replaced lvds flex cable. Cycled power and ran a mock infusion like described in customer complaint and error was no longer visible. No other internal damage was found.

Event description:
The following has been reported: biomed reported: a pump I'd like to request an rga for. The serial number is (B)(6). The screen is flickering badly whenever the pump is infusing or powering on. No patient was harmed and infusion continued despite this issue. A preliminary review identified the following issue: mechanical hardware failure (screen, no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.